Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Insulin pump received with corroded battery tube, corroded motor home switch and cracked case (battery tube). The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had water inside after getting exposed to fluid. Customer stated that they saw fluid under the lcd. No harm requiring medical intervention was reported. The device will be returned for analysis.